Manufacturer narrative:
(B)(4). Event date: unknown, captured as awareness date. Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that a pediatric patient (B)(6) with history of colonic dysmotility and chronic constipation requiring dozens of hospitalizations for cleanouts had a cecostomy tube placed with antegrade enema therapy which was not successful. Patient therefore had placement of an ileostomy in order to get her back in school. Four months later patient underwent revision of the ileostomy as the ileostomy had retracted and created skin irritation and friable mucosa. Approximately three months post op, patient underwent ileostomy takedown with left hemicolectomy after undergoing multiple motility studies which revealed ¿a majority of her left colon that is dysfunctional.¿ operative note indicates the surgeon fired a ¿25 eea¿ stapler, loosened it out of the rectum without any difficulty and examined the donuts and staple line and discovered one area that appeared to have a serosal tear. The surgeon then performed a small bowel anastomosis between the ileostomy and mucous fistula with interrupted 4-0 vicryl sutures. On the fifth postoperative day, the patient developed a sudden onset of tachycardia, a fever, and hypotension and underwent an exploratory laparotomy where the ¿anterior right lateral portion of our anastomosis had opened up and was disrupted.¿ the area was reapproximated with 3-0 prolene and diverting loop ileostomy was created. Only limited records are provided and no current information on patient condition is available.

Manufacturer narrative:
(B)(4). Date sent: 06/01/2022. Please see attached medical records.